Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this device was explanted due to high rv bipolar impedance. In the cath lab, flouroscopy revealed that the rv lead pin was not inserted all the way into the header. Physician decided to replace the generator. No adverse patient events were reported. Should additional information become available, this file will be updated.